Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 25 malfunction events. 12 events were due to the device failing to osseointegrate (B)(4). 13 events were due to loss of osseointegration (B)(4). In 25 events, there was no device problem found during evaluation (B)(4). In 25 events, these are known inherent risk of the procedure. Furthermore, in 1 event, the device failure was found to be related to the patient's condition.

Event description:
This report summarizes <noe> 25 </noe> malfunction events. This report summarizes 25 malfunction events where patients' experienced endosseous dental implant failure. Of these events there were: 7 events where infection occurred. 7 events where inflammation occurred. 4 events where erosion occurred. 2 events where patients' experienced osteolysis. 1 event where a patient experienced fistula.